Manufacturer narrative:
A user facility reported that the 6mm tubing was observed having difficult with securement of items within the "grip" of the connector persisted on all of the tubing skus in their inventory. Deroyal industries performed an inventory check on one case that was found in inventory of the tubing. All products were found to be acceptable with no issues found. No failure modes and effects analysis could be reviewed by deroyal as this is a purchased product. Deroyal did review corrective and preventive actions but none were related to this product. Deroyal ran a complaint to sales ratio for this product from february 2023 to february 2025 and found it to be (B)(4). The scar was returned after the supplier completed their investigation. The supplier checked for existing inventory, but none was available in the factory. A total of 8 samples were inspected in previous batches and all were found to be within the specification range. Root cause: because no specific issues were found within the investigation, no root cause could be determined. Potential root cause: while it could not be confirmed, there is a potential that the inner diameter of the joint is too large to fit the suction head. Corrective and preventive actions: while no root cause was specifically determined, there is a modification to the internal dimensions of the joint being made. Deroyal will continue to monitor for trends around this item and issue. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A user facility reported that the 6mm tubing was observed having difficult with securement of items within the "grip" of the connector persisted on all of the tubing skus in their inventory. Deroyal industries requested the return of the device but it has not yet been received. A supplier corrective action request (scar) has been issued to the supplier. This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report when additional information is available.

Event description:
A user facility reported that the 6mm tubing was observed having difficult with securement of items within the "grip" of the connector persisted on all of the tubing skus in their inventory.